Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number: k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the dental implant located in an unknown position, failed due to peri-implantitis. The doctor reported pain.